Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that her blood sugar is running high and she thinks it's due to her pump not delivering insulin properly. She advised that for the past few days her blood sugar readings have been in the 500's mg/dl range and hi, which on the system indicates a result in excess of 600 mg/dl. No adverse event alleged. A request was made for the return of the device.